Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield swivel adaptor (a1018) was returned for evaluation. Evaluation found no device deficiencies that would have contributed to the reported complaint. Returned unit passes all specific functional testing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield swivel adaptor (a1018) was not locking very well. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.